Event description:
Foreign body, approximately 2 cm plastic IV catheter that appears to have sheared off or broken off of an IV that was placed while she was hospitalized. Pt had been discharged from the hosp on 7/29/99, but returned to the ER on 7/31/99 complaining of bleeding from her forearm.